Event description:
It was reported that an asymptomatic patient device presented with non sustained lead noise via a merlin.net transmission due to post-paced t-wave oversensing on the ventricular lead. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.